Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 sensor failed on day five and patient was receiving erratic readings. Patient uses additional adhesive. Patient reported there being irritation under the extra tape but no irritation under dexcom sensor. Patient stated the site heals over time. Patient stated the symptoms began to show on (B)(6) 2013. Patient went to her regular diabetes check up on (B)(6) 2014 and her doctor recommended she call dexcom. The doctor did not treat the site or prescribe anything to the patient.